Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03130. The pt reported experiencing a burning sensation at her scs ipg pocket site while charging her scs system. The pt feels the scs ipg "getting hot" only when she charges her system. An sjm rep advised the pt with charging recommendations. The pt also reports having fluid in her scs ipg pocket due to having bursitis. The pt is working with her physician to determine the next course of action. Follow-up is pending. On (B)(6) 2012, st jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.